Event description:
It was reported that the patient had low voltage hazard and low voltage advisory alarms while on battery power. The patient's clips were switched out but the alarms did not resolve. A review of the log files revealed only pulsatility index (pi) events. The low voltage advisory and hazard events were overwritten by the pi events. The controller periodic log captured low relative state of charge (rsoc) voltages when connected to the power module (pm). The customer reported that the patient had been wedging the controller and power leads into a tiny purse. The heartmate 3 system controller (hm 3) was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of low voltage alarms while on battery power was unable to be confirmed; however, low rsoc voltages while connected to the power module was confirmed via log file analysis. A review of the submitted log files contained data spanning approximately 11 days (4jun22 ¿ 15jun22 per timestamp). On (B)(6) 2022 at 20:16:53, (B)(6) 2022 at 21:16:49, and (B)(6) 2022 at 16:16:42, while connected to batteries, the low voltage advisory alarm activated due to routine battery depletion. The batteries had been in use for 8 - 14 hours, which is within the expected longevity. On (B)(6) 2022 at 6:16:51, (B)(6) 2022 at 21:16:45, (B)(6) 2022 at 2:16:37, (B)(6) 2022 at 5:16:32 and 18:16:30, and (B)(6) 2022 at 8:16:28, while connected to batteries and the power module, the bus voltage on both power cables were recorded at values lower than the expected voltage range. The low bus voltages did not trigger any alarms. There were no other notable alarms active in the log file. Heartmate 3 instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including low voltage alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.